Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature discharge of battery. No resolution was performed. There were no patient consequences.

Event description:
Additional information received confirmed that the pacemaker exhibited false elective replacement indicator alert due to suspected electrocautery damage. No resolution was performed. The patient would be continued to be monitored.

Manufacturer narrative:
Correction: b5: manufacturing report 2017865-2025-97954 submitted on 18 aug 2025 stated the device to be an implantable cardioverter defibrillator (ICD) is corrected and was noted to be a pacemaker.